Manufacturer narrative:
The underlying cause could not be determined however the notes did confirm the issue being tubing broken. Key failure was found to be upholstery hardware cracked. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Top part of weld to hooks to seat is broken at weld.